Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with an electrode. The customer states that the pt received a second degree burn on the lower side of her right buttock. The burn was cleaned with hydrogen peroxide, covered with silvadene cream and tefla gauze. The pt received prescriptions for silvadene cream and cephalexin (an antibiotic, 500 mg). The customer states on (B)(6) 2011, the pt returned for a follow-up visit to examine the burn and no actions were documented on that date. The customer states on (B)(6) 2011, the pt returned for follow-up, the wound was debrided and the pt was prescribed vitamins and promogran wound dressing.